Event description:
It was reported via repair work order that the bed lift was stuck elevated due to a faulty motor. It was further reported that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.